Event description:
Our patient had a nasogastric tube placed at another hospital via cortrak system. The tube's placement was confirmed with abdominal x-ray. Tube feeds were begun, but the patient decompensated over the course of 2 days. CT scan showed the feeding tube was in his peritoneal space. He was transferred to our hospital for higher level of care. He was taken to the operating room and found to have a perforation in his posterior nasopharynx. The tube then passed alongside his esophagus, through his mediastinum, through his diaphragm and into his peritoneal space, without ever having been in his esophagus. Placement confirmation with standard abdominal x-ray had missed this due to its position being directly behind the esophagus.